Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient who was receiving saline and was now receiving fentanyl (1000mcg/ml at 125mcg/day) and morphine (5mg/ml at 0.625mg/day) via an implantable pump. The indications for use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient's pump ran dry on (B)(6) 2023 and the patient went into hospital with withdrawal symptoms. The manufacturer representative (rep) stated on (B)(6) 2023 at the hospital, the pump was filled with saline and set to minimum rate mode. The rep stated that 26 hours later, patient went into the clinic and the saline was aspirated, and the pump was filled with drug (same concentration/combination as before). The rep stated a bridge bolus was then programmed with saline assumed to be in the internal pump tubing, cap and catheter. The saline was programmed at 1000mcg/ml and 125mcg/day. The healthcare provider (hcp) stated that the patient was feeling better once the bridge was taking place but they wanted to reduce the dose to 50mcg/day so as not to overdose the patient whom they considered drug naive, so they wanted to stop the bridge in progress and program a new one. The hcp stated a bridge of 0.45ml over 77 hours was programmed on (B)(6) 2023 at 2:15pm, and 22.5 hours still remain. The manufacturer's technical services specialist (tss) discussed that when pump runs empty, there is still old drug in the tubing and therefore, only 0.0065ml of saline was in the system. Tss discussed canceling bridge and letting pump run at desired new rate. Tss confirmed concentration of fentanyl (primary drug) and saline were both programmed to 1000mcg/ml. Tss stated patient has been receiving 125mcg/day fentanyl intrathecally plus oral dose and double checked if the hcp still wanted to decrease patient's dose to 50mcg/day. The hcp stated they appreciated the education on where programming went wrong, and opted not to decrease dose to 50mcg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative indicated that the cause of the empty pump was due to patient missing their refill. It was reported that the withdrawal symptoms and programming error had been resolved. The patient's weight was noted as 240 lbs at the time of this report.